Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Estimated blood loss was 200cc's. Pt had no adverse effects and did not report any medical intervention. Sample is available.